Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose level was unknown. The customer stated that they changed the battery and the pump was completely dead and will not come back on. The customer reported a crack on the left of the front side of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.